Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was missing the defibrillation energy level from the display. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device was missing the defibrillation energy level from the display. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A third party service agent evaluated the/ customer's device and was able to duplicate the reported issue. It was determined that the cause of the issue was a damaged biphasic pcba. The biphasic pcba was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.